Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported the patient was sick and was not a good surgical candidate. The physician knew the stent graft was not correctly sized because the diameter of the aortic neck was 30 mm. After the stent graft was implanted there was an unresolved proximal type 1 endoleak present; however, there was blood flow through the stent graft rather than the blood pushing against the aneurysm sac. The decision was made to evaluate the patient in 30 days and then decide whether an addition of an aortic cuff is needed. No additional clinical sequelae were reported.